Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
B7, d10, f10, g3, h6, h10: the esheath was returned to edwards lifesciences for evaluation.  Upon visual inspection the sheath liner was observed to be delaminated from the distal tip for approximately 10¿, inverted and pulled through sheath housing.  The marker band was observed to be fully attached to the liner and encapsulated by adhesive.  A kink was observed on the sheath shaft 1¿ from distal tip along with distal tip damage.  Due to the returned condition of the sheath (fully expanded with inverted liner) no dimensional or functional analysis was performed.  The complaints were confirmed by visual inspection. 3mensio imagery of the access vasculature was provided for review.  Of note, calcification can be seen distal to the bifurcation, where the sheath tip would have been located during the procedure. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A design history record (DHR) review performed revealed no issues that would have likely contributed to the complaint events.  Review of lot revealed one additional complaint for ¿sheath distal tip ¿ liner delamination¿, however, the engineering evaluation is pending.  A review of complaint history from may 2018 to april 2019 for the edwards esheath (all models and sizes) revealed other similar returned complaints for ¿sheath distal tip ¿ liner delamination¿ and ¿sheath shaft ¿ kinked, bent¿.  No manufacturing non-conformances were found in the returned samples.  Review of complaint history revealed that the occurrence rate did not exceed the april 2019 control limit for the trend category ¿liner delamination¿ or ¿kinked, bent¿.  The device instructions for use (IFU), the device preparation manual, and the procedural training manual were reviewed for instructions on device preparation/usage.  No IFU/training deficiencies have been identified.  No manufacturing non-conformances were identified during evaluation; therefore, an fmea assessment was not required.  The complaints for ¿sheath distal tip ¿ liner delamination¿ and ¿sheath shaft ¿ kinked, bent¿ were confirmed by visual inspection of the returned device.  However, no potential manufacturing non-conformances were identified.  A review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event.  Based on the review of complaint history, DHR, and lot history, there is no evidence to support a manufacturing non-conformance contributed to the complaint.  No IFU/labeling deficiencies were identified.  Presence of calcification in the anatomy and damage to the sheath distal tip suggest that the sheath interacted with calcification upon insertion.  It is possible that calcification impeded advancement of the sheath, resulting in the observed kink.  It is also possible that the kink occurred after the sheath was removed since the kink was not described in the complaint report. Per the reporter, resistance was felt when withdrawing the delivery system from the sheath.  It is possible that a feature of the delivery system, such as the nose tip, was caught on the sheath tip during withdrawal.  Although the complaint report states that the sheath and delivery system were coaxial during withdrawal of the delivery system, it is possible that calcification interfered with the delivery system and nose tip during withdrawal such that the nose tip insert was slightly out of alignment.  This may have caused the nose tip to catch on the sheath liner.  It is also possible that excessive device manipulation/force may have been used to remove the delivery system, which may result in the kinking of the sheath and the delamination seen.  Available information suggests that patient (calcification) and/or procedural factors (excessive device manipulation/force) may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. No manufacturing or IFU/labeling inadequacies were identified.  A definitive root cause is unable to be determined; however, available information suggests that patient (calcification) and/or procedural factors (excessive device manipulation/force) may have contributed to the complaint event.  No corrective or preventive actions are required at this time.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, upon removal of the delivery system through the esheath, the doctor felt resistance and gave the delivery system a "tug". As the delivery system was then being pulled out of the esheath, the doctor noticed a material that was coming out of the esheath. The patient was closed and upon visual inspection the material was determined to be part of the esheath (the inner lining of the sheath had completely inverted on itself and had come out of the sheath). Additional information provided clarified there was coaxial alignment of the delivery system upon reentry into the distal end of the sheath.  The physician waited between 2-3 min between deflation and withdrawal.